Event description:
The patient reported that they had to have their implantable cardioverter defibrillator (ICD) repositioned for an unspecified reason. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4193, implantable pacing lead, (B)(6) 2008; 5076, implantable pacing lead, (B)(6) 2008. (B)(4).